Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. The caller stated that her blood glucose meter was reading 300mg/dl, but when the ambulance got her she was at 54mg/dl. The customer believes that the cause of her admission was due to the meter not reading correctly. No further information was provided.